Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during a routine follow up it was observed that this implantable cardioverter defibrillator (ICD) displayed fault code 1003 which is indicative of battery voltage being too low for the projected longevity. As far as the information that has been received this device is currently still implanted and in service. No adverse patient effects were reported. Currently awaiting additional information on the status of explant. When further information becomes available a follow up report will be submitted.